Event description:
The customer reported a keypad anomaly. The numbers scrolled and then the buttons didn't work. The blood glucose reading was 183 mg/dl. Prior to the event, the patient was delivering a bolus and the insulin pump alarmed battery out limit alert. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. All buttons function properly. However moisture damage was noted on keypad traces. Insulin pump was monitored and all operating currents tested within specification range. No unexpected battery out limit alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.